Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported foot retraction issue could not be tested due to the returned device condition. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an extremely calcified left common femoral artery was attempted using a proglide device via 6fr sheath after an interventional peripheral procedure. Reportedly, resistance was felt and the lever of the proglide device could not be closed and remained up. The proglide device could not be removed from the patient anatomy as the foot plate remained open. Surgery was performed to remove the proglide device and the artery was sutured close to achieve hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the surgery. No additional information was provided.